Event description:
It was reported that during treatment of an av fistula with a presidio 18 (9 x33), the system ready light could not be seen after 12 coils had been detached successfully using the same box and cable, and a presidio 18 (13 x 43) had resistance and jammed while being introduced into the non-codman microcatheter, and was significantly mangled. Analysis revealed that the coil had prematurely detached. It was reported that with the first device, a pre-deployment electrical check had been performed and the system ready light illuminated. There was no report of injury or intervention required.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. The device positioning unit (dpu) was received without the coil attached. The coil was mechanically severed. The coil was found inside the sheath with the proximal end protruding outside. The coil¿s socket ring has been severed on one side of the solder point. The remainder of the coil is undamaged. The coil was received severely damaged and separated from the dpu. No duplication testing could be attempted. Therefore, the root cause of the coil¿s resistance during introduction into the microcatheter cannot be determined. In addition, without the return of the courier 170 microcatheter and the hemostatic valve, it could not be determined if these components contributed to the complaint event. There was no evidence of a manufacturing issue; therefore, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.